Event description:
The customer contacted physio-control to report that after using their device on a patient, when returning to the ambulance, they noticed their device had powered off by itself. The customer advised that the cables of their device were already disconnected when the device powered off. Later, when at the station, the cable was disconnected and again their device powered off by itself.the reported issue did not occur during patient use.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use.physio downloaded the electronic records from the customer¿s device and was unable to confirm that the device inappropriately loss power.the cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that after using their device on a patient, when returning to the ambulance, they noticed their device had powered off by itself. The customer advised that the cables of their device were already disconnected when the device powered off. Later, when at the station, the cable was disconnected and again their device powered off by itself. The reported issue did not occur during patient use.